Event description:
The instrument was used during a low anterior resection. It was reported the device only cut 50% of internal lumen after firing the instrument. It would not remove transanally. Anastomosis had to be completely hand sewed. Hosp is keeping the product and will not be returning it to the rep. There was no consequence to the pt.

Manufacturer narrative:
Based on the information received and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke. This is evidenced by the breakaway washer being returned uncut but with a slight indentation around the entire circumference. It should be noted that to ensure the instrument has been fired through the complete firing stroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts. The instrument was reloading and fired. It fired and formed the staples as designed around the entire staple ring with an acceptable cut on the test media and the breakaway washer. This inquiry was originally reported as an rpo (record purpose only). Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.